Event description:
It was reported that the patient alert triggered, and the patient went to the emergency room. The lead exhibited oversensing, which the patient's child indicated as corresponding with times of extreme dehydration for the patient, though it was not possible to confirm or deny the correlation. The patient will be monitored, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.